Event description:
It was reported that during elective device replacement, the rv-channel showed partly noise, high impedance and no capture. The rv lead was checked thoroughly and worked fine. Another device was used and the electrical parameters were fine. The patient's condition before, during and after surgery was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of impedance anomaly was confirmed. The device was tested on the bench and the cause of the reported impedance anomaly was debris inside the rv ring is-1 connector block and coating the spring contact in it. The coating was a film-like material, probably parylene.